Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal and distal insulations broken and the proximal and distal coils squeezed at 17 cm and 19 cm due to clavicular crush damage. A short circuit was measured between the coils due to the damaged insulation.

Event description:
It was reported that the lead exhibited less than 100 ohms impedance, loss of sensing and loss of pacing. The lead was explanted and replaced. An insulation defect was noted at explant.